Event description:
Approximately five months post implantation, the patient's vad ((B)(4)) indicated an increase in power consumption. The patient was subsequently admitted to the hospital for high power and an increased lactate dehydrogenase (ldh) level that was reported to be elevated three times the normal baseline. The patient was started on an integrillin infusion. The following day, the patient's ldh stabilized and lvad power consumption returned to baseline post integrillin infusion. The patient was discharged home in stable condition approximately two weeks later.

Manufacturer narrative:
The pump was not returned to heartware for evaluation as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the device met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow as well as "high watts" alarms that correlate with the reported event. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
Investigation is ongoing, additional information has been requested and will be submitted within thirty (30) days of receipt. Device remains implanted.